Event description:
Customer reported unexpected negative reactions for antibody screen on the galileo. They originally received a sample on a patient in march 2005 and an anti-fya antibody was identified using manual tube method with peg as the potentiatior. A new sample was received on 10/24/2006 and tested on the galileo using capture-r ready-screen, lot k108 and a negative reaction was reported. Customer performed additional testing using the tube method with peg as the potentiatior and a 1+ reaction was observed and an anti-fya antibody was identified and also a possible hla antibody. Customer states that the patient also has a known anti-e antibody but the antibody is currently not demonstrable.

Manufacturer narrative:
The presence of the e and fya antigens were confirmed on retention capture-r ready-screen (crrs), lot k108. Images from the customer's instrument were retrieved. The image appears completely negative. The buttons appear negative and centered. Customer sent patient sample for investigation testings. Testing performed on an in-house galileo with patient sample using returned crrs, lot k108. Sample was nonreactive in all testing performed. Manual hemagglutination tube testing was performed with patient sample using selected cells from panocell-10. Immuadd was used as a potentiatior. Weak reactivity was exhibited by the patient's sample with fy (a+) reagent red blood cells. The sample was nonreactive with all fy (a-) cells tested. Manual capture testing was performed with patient sample using returned crrs (4). Sample was nonreactive with all cells. A service call was performed. The camera was replaced, and residual volume was reduced from 1.50g to 0.67g. The region of interest (roi) was adjusted. The instrument was operating as expected following the service call.